Event description:
It was reported that the event involved a pt in cardiac arrest. While removing the spring wire guide (swg), the wire became broken, inevitably damaging the catheter. At this time, the italy office has no other info from the customer regarding the event that occurred.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.